Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported a ventilator with an oxygen fault. The manufacturer's field service engineer confirmed the reported problem. There was no patient harm or involvement. The manufacturer's field service engineer replaced the blower assembly to address and correct this reported condition.